Manufacturer narrative:
Per the tandem user guide - the t:slim x2 insulin pump with control-iq technology should not be used in children under the age of six years old. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 40 mg/dl, and the meter bg reading was 412 mg/dl. Bg was addressed via a correction bolus. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Additionally, customer was under six years old. No additional patient or event information was available.